Event description:
A customer reported to beckman coulter, inc. (Bec) that a large volume of fluid was observed under the reagent carousel of unicel dxc 600 pro synchron clinical system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The field service engineer (fse) had been aware of the issue but unable to locate the source. The fse had advised the customer to monitor and call back if the issue continued. The customer stated none of the reagent cartridges was damaged or leaking. On (B)(6) 2011 the fse performed service on the instrument. The leaking fluid was identified as water, but the fse also found an unidentified build up of dried material in the reagent drain compartment tubing. The fse cleaned the reagent compartment drain fitting, and the tubing drained properly. The fse verified repair per established procedures. As of (B)(6) 2011, the customer has not contacted bec with requests for further assistance for this issue. (B)(4).